Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a sinus tenting and when placing the implant at tooth site #14, the buccal plate broke and the site was not stable to feel secure in successful implant placement. The implant was unable to be placed.